Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Additional observation revealed functional damage in the form of fray of the power extension cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed without errors using returned 4g gsm modem. During diagnostic-test unit passed all steps related to signal acquisition with no evidence of emi. Root cause for the additional finding was concluded to be damage on right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.